Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with excessive no delivery alarms. The customer states they received no delivery alarm during priming. The customer's blood glucose level at the time of incident was 393mg/dl. Troubleshoot was conducted. The customer was advised that the reservoir was the cause of the no delivery alarms. The customer was advised to return reservoir for analysis, and that it would be replaced. The customer also mentioned receiving motor errors before. No further assistance was provided at this time.